Event description:
It was reported by a patient that she underwent a laparoscopic surgical procedure on (B)(6) 2010 and an absorbable adhesion barrier was used. Following the procedure, the patient experienced pain and states that at least 10 days per month she is bedridden and unable to work. The patient has returned to the physician who performed the procedure ¿at least 20 times¿ and ¿he referred her to a psychiatrist as he says there is nothing wrong with her.¿ the patient currently sees a pain management doctor. At some point in time, it was discovered that the patient¿s uterus was attached to the bladder. When patient twists at the waist she feels like something is pinching her. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.